Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was not communicating with the pyxis enterprise server, resulting in inventory not reflecting on the website and stock outs and minimum levels not being visible for pharmacy refill. A technical support specialist (tss) remotely accessed the affected station and the associated server and identified that the station was in retry mode due to a synchronization failure caused by a database issue. The tss applied a knowledge article titled retry mode: update strg.storage space state fix and updated multiple storage space records directly in the server database. The tss confirmed that the station began uploading transactions and informed the customer about the issue and the applied resolution, advising that additional time was required for the station to complete synchronization. The tss followed up the next day, verified that the station was successfully uploading current transactions, and confirmed through additional checks that synchronization status was normal. The tss communicated the update to the customer, who confirmed that inventory was displaying correctly and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, pyxis was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.